Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago.

Event description:
It was reported that the patient had an internal infection due to an illness unrelated to spinal cord stimulator (scs) system. The patient was placed on antibiotics. The infectious disease suggested to explant the scs system.